Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not identify any lead characteristics that would have caused or contributed to the reported high out of range shock lead impedances.

Event description:
This report is being filed with analysis details.

Event description:
Additional information was received that this rv lead was explanted and replaced due to high out of range shock lead impedances greater than 125 ohms. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead had a gradual rise in shock impedance over the past few months that were high out of range greater than 125 ohms. The patient was brought in to breakdown the separate vectors for troubleshooting, however technical services discussed the importance of also performing a commanded shock. The lead remains in-service. No adverse patient effects were reported.